Event description:
It was reported the programmer functioned fine, and device applications were fine, but upon start-up of the analyzer session, the programmer would lock up with an error message. The analyzer was changed, with the same results, and the problem still continued after running the service disk. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer would lock up with a system error upon start-up of the analyzer session with a known good analyzer. Printer drawer was breaking near the latch.